Manufacturer narrative:
Belt sn (B)(4) was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) old male patient developed a skin irritation under the left therapy electrodes (te). The patient reportedly went to the emergency room for the rash and received trimacinolon 1% and nystatin. Follow up indicated that the rash was improving but was still there.